Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the pump exhibited a line blockage alarm while using the cleo infusion set. The infusion site was changed, and the issue was resolved. There was patient involvement, and no harm was reported.